Event description:
A male s/p mva 2006, sustained multiple fractures one of which was a very comminuted rt femur supracondylar and intracondylar fracture. The pt presented to doctor's office with increased pain. X-ray showed the presence of failed hardware, as well as a non-union of the midshaft. Pt was admitted for take down of non-union and internal fixation. Intra-op per surgeon on screw was found to be broken as well as the plate, however, screw unable to remove.